Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "atypical scar patterns after gastric endoscopic submucosal dissection". The literature reported the result of 264 patients who underwent gastric endoscopic submucosal dissection (esd) procedure using olympus kd-611l from january 2009 to december 2015. In the literature, it was reported complication as follows; perforation (4 cases): 1 case transferred to surgery; delayed bleeding (1case); recurrence (4 cases); low-grade dysplasia (1case). There are not mentioned that these complications were related to the subject device in question. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. However, omsc assumes that "perforation (4 cases): including 1case that was transferred to surgery." Might be related to the subject device, and the subject device might be caused or contributed to a death or serious injury. Therefore, omsc determined that the "perforation (4 cases): including 1case that was transferred to surgery." Was adverse event to submit. Omsc will submit a medical device report (MDR) depending on the event.